Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user is experiencing electrical discharges around the implant's area ~3 times a week, especially when he turns his head (looking behind). This appears only when he is wearing the processor. He is obliged in this case to turn off his opus 2 because he described pain/~tinitus after these electrical discharges. It seems that the stimulator of the implant has migrated. The users is performing well even though his performance has a little bit decreased.

Manufacturer narrative:
Conclusion: according to the received information from the field, the recipient experienced sensation of electrical discharges around the implant's area. In situ measurements show an elevated gpi (ground path impedance) likely due to the reported bone growth around the reference electrode contacts. This goes in line with the reported symptoms. In addition, device investigation revealed minor damage to the active electrode due to device minute mobility which might have contributed to the lack of performance. Other damages found during investigation are attributable to the removal surgery. This is a final report.

Event description:
The user was experiencing electrical discharges around the implant's area about 3 times a week, especially when he turns his head (looking behind). This appeared only when he was wearing the processor. He was obliged in this case to turn off his opus 2 because he described pain/~tinnitus after these electrical discharges. It seems that the stimulator of the implant had migrated. The users was performing well even though his performance has a little bit decreased. The user has been re-implanted on (B)(6), 2019. During surgery it was found that the pulsar ground electrode was buried in the skull bone surface, one of the 3 ground disk contact seemed broken (was aspired during surgery).